Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on unknown date. Blood glucose reading was 1074 mg/dl. Customer was passed out due to insulin pump was not working right. Customer stated that insulin pump had no delivery alarms and getting low battery alert. It was unknown that customer using auto mode feature active at the time of event. The insulin pump will not be returned for analysis.